Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: transvenous extraction failure of a recently implanted active fixation coronary sinus lead: good or bad times? Heart rhythm case reports. 2024;10:266¿269. Doi: 10.1016/j.hrcr.2024.01.009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a transvenous lead extraction failure. The authors described a patient who was admitted to the hospital with a pocket infection. The patient did not have a fever, and their blood cultures were negative. Antibiotic treatment was initiated prior to the extraction procedure. Complete removal of the left ventricular (lv) lead could not happen with the help of additional tools. The lead broke at the level of the proximal pole and the tip was abandoned. Cultures from the extracted lead were negative, but the pocket¿s purulent material tested positive for methicillin-resistant staphylococcus epidermidis. Intravenous antimicrobial therapy was initiated and continued for one month. The status of the lead is unknown. No additional adverse patient effects were reported.